Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent deformation occurred. Vascular access was obtained via the right femoral artery. The severely stenosed, 50mm in length, de-novo target lesion was located in a moderately calcified and mildly tortuous left anterior descending (lad) artery. Following advancement of an unspecified 7f guide catheter, predilation to the lad and first diagonal was performed. The area was then evaluated using intravascular ultrasound (ivus). A 38x3.00mm synergy drug-eluting stent was then implanted to treat the lad target lesion, followed by postdilation with a 3.5x20 nc quantum apex balloon catheter. The distal lad was then predilated with a 2.0x30 maverick balloon catheter, followed by a 2.5x40 non-bsc balloon catheter. Ffr was performed on the 1st diagonal and revealed a need for treatment. A 2.5x32 synergy stent was then advanced to the first diagonal but encountered considerable resistance/friction on the strut of the implanted synergy stent. Fluoroscopy revealed axial length change (alc) to the proximal part of the implanted 38x3.00mm synergy stent. The stent was postdilated again with an unspecified size nc quantum apex balloon catheter. A 2.5x32mm synergy stent was implanted in the first diagonal and the procedure was completed. No patient complications were reported and the patient's status was good.